Event description:
Boston scientific received information that this patient was admitted to the hospital after experiencing syncopal episodes. This patient was in av block iii. Interrogation of this cardiac resynchronization therapy defibrillator (crt-d) was attempted, but wasunsuccessful. This crt-d was not stimulating the patient. It was suspected the battery depleted prematurely. The patient was scheduled for urgent device replacement. A new pg was implanted, and all measurements were normal. The associated leads remain in service, and there were no allegations against the leads. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. In an attempt to determine the cause of the high current condition, electrical testing and photo emission analysis were conducted, which isolated the high current condition to an anomaly on one of the component layers (oxide) within a region of the device's integrated circuit. This anomaly causes a high current drain, which over time can result in premature battery depletion, as was observed in this case.